Event description:
It was reported that there were partial draws with a bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes. This occurred with 18000 separate tubes after use, however, the patient information is unknown. The following information was provided by the initial reporter: blood volume in k2 edta 2ml is max 1.2/1.4 in multiple samples in spite of taking precautions of partial draw vol. Tubes. Lab had to perform multiple repeat collection due to very low blood volume.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of underfill through a corrective and preventive action (CAPA#260774).

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there were partial draws with a bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes. This occurred with 18000 separate tubes after use, however, the patient information is unknown. The following information was provided by the initial reporter: blood volume in k2 edta 2ml is max 1.2/1.4 in multiple samples in spite of taking precautions of partial draw vol. Tubes. Lab had to perform multiple repeat collection due to very low blood volume.